Event description:
The customer reported the evis exera iii colonovideoscope tested positive for an unexpected contamination. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel and flushing of the air/water and auxiliary channels with water. Neodisher mediclean forte was used as the detergent for precleaning. Manual cleaning involved brushing the instrument/suction channel and instrument channel port. An insitumed double cleaning brush (ref: 10103) was used during manual cleaning. Manual disinfection was not done. An olympus etd 4 plug ga was used as the automatic endoscope reprocessor. Neodisher mediclean forte was used as the detergent and neodisher endosept ga was used as the disinfectant. The scopes were hung vertically in a simple drying cabinet. Olympus was used for maintenance and repair. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the light guide lens was cracked, the bending section cover adhesive was worn, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - brushing was not performed for the suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Chapter "reprocessing the endoscope (and related reprocessing accessories)"/ "manually cleaning the endoscope and accessories"/ "brush the channels: be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.